Manufacturer narrative:
On (B)(6) 2015: during follow up with the customer, the customer indicated that bg levels were under control at the time. The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels had been elevated (> 340mg/dl), for 12-14 hours. The customer mentioned having eaten a cookie and some sauce, but did not account for them during bolus. System check was performed with tandem technical support, and the pump performed as intended, however it was found that the customer was changing the cartridge every 3 days, instead of every 48 hours as recommended with use with humalog. The customer ended the call abruptly, before additional troubleshooting could be performed.